Event description:
The patient's grandson kicked him in the neck where the leads were implanted. The patient experienced pain and numbness in the left shoulder and forearm. The symptoms had occurred for several months and were getting progressively worse. Implantable neurostimulator interrogation revealed 2 abnormal impedances. The patient was referred to his physician for a possible lead revision. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).